Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019 with blood glucose level was 487 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty in breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer stated that they had high blood glucose and did not control with the insulin pump and not giving any massage stating that the insulin pump was blocked. Customer stated that they did not alleging insulin pump was under delivering. Customer stated insulin exited at the quick release. Customer states the cannula was bent. The insulin pump will not be returned for analysis.